Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: during investigation, the keypad rubber was undamaged. Evidence of moisture corrosion was found on the display screen inside the pump. The keypad was removed to find no contamination or damage to the button contacts. The pump powered up with a hard call service 007 eeprom read error alarm. The pump cover was removed to find further moisture corrosion to the printed circuit board, the keypad connector, and the eeprom circuit. The tactile changes were unable to be adequately investigated due to the call service alarm.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.